Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, air was aspirated from the side port. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient had been reported. No additional femoral puncture was required when replacing the sheath.